Event description:
After the subject device worked well, the probe damage error displayed. There was no patient harm reported.

Manufacturer narrative:
The manufacturing history was reviewed, with no irregularities noted. Based on past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue has been separated), the ptfe pad was severely worn. It was possible because since the ptfe pad was severely worn, the probe and jaw came into contact with each other and the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue has been separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.